Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). A 1200 micron vault in one eye is reported.